Manufacturer narrative:
As received, a complete lead was returned in two pieces. The connector portion measured 4.6 cm while the distal portion measured 47.4 cm with extraction tool stuck inside this portion of the lead. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil, found at 37.6 ¿ 37.8 cm from the distal tip consistent with friction to the device can. The cause of the reported event was due to the external insulation abrasion.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon evaluation, inappropriate automatic mode switch episodes due to oversensing noise on the right atrial lead were observed. The lead was explanted and replaced. The patient was stable.